Event description:
It was reported that the pump touch screen was dark and won't turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.